Event description:
While assessing a right ventricular (rv) lead for loss of capture (loc), review of the arrhythmia logbook showed stored episodes of double counting of atrial and ventricular signals where the patient received inappropriate shock delivery. A revision procedure was performed for the rv lead and the physician opted to explant the implantable cardioverter defibrillator (ICD). It was noted that there was no concern over device involvement for the rv loc. The patient is not pacemaker dependent, thus no asystole greater than two seconds occurred. A new ICD system was successfully implanted. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
While assessing a right ventricular (rv) lead for loss of capture (loc), review of the arrhythmia logbook showed stored episodes of double counting of atrial and ventricular signals where the patient received inappropriate shock delivery. A revision procedure was performed for the rv lead and the physician opted to explant the implantable cardioverter defibrillator (ICD). It was noted that there was no concern over device involvement for the rv loc. The patient is not pacemaker dependent, thus no asystole greater than two seconds occurred. A new ICD system was successfully implanted. No additional adverse effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.